Event description:
The time of event is unknown. There was no report of patient harm. Describe event or problem video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the light guide cable coating damage, the light guide cable for control body coating damage, the light guide cable for prong coating damage, the insertion flexible tube (ift) crushed, the remote control buttons malfunction, the lg prong top dirty, the remote control buttons worn out, and the lcb distal cover glass scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.